Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the port leaked causing shoulder pain. There was patient involvement, as the patient woke up from sleep with pain to the left shoulder and noticed the dressing around the port was leaking. The patient reported to the emergency room (ER) and had experienced slight raised edema around the port. There was a medical intervention, chemotherapy infusion was stopped, removed the needle from the port, and flushed the port. The outcome of the event was the patient showed up to the ER, four days after, with left shoulder and arm pain. Pain worse with movement and deep breaths. The port was removed by the surgeon. Patient date of birth is (B)(6) 1997. The date of event was on (B)(6) 2025 and (B)(6) 2025.